Manufacturer narrative:
Patient codes (B)(4) were removed because they no longer apply. Device code (B)(4) was removed because it no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp did not believe that there was a device issue. The patient had 2 ml aspirated per telemetry. On (B)(6)2018, from speaking with the patient, the hcp did not believe there was evidence of an overdose. It was also stated that the information received did not suggest there was an overdose. There was "a bit" of difficulty accessing the pump, but once the needle was inserted into the pump, the needle remained secure during the entire refill inside the pump. The hcp further stated they did not feel there was an overdosein relation to the pump refill as extreme care was taken "as always" and the site of the needle insertion did not have any evidence of swelling at the time of discharge. Additionally, it was noted that telemetry did show she had 2 ml in the reservoir area, which was aspirated prior to refilling her pump. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 25mg/ml morphine at 8.992mg/day via an implantable infusion pump for spinal pain. It was reported that before the refill was done the pump was completely empty, but the empty reservoir alarm did not go off. The print out showed that there was 0.0ml in the pump. It was also reported that the patient went passed the refill date and the low reservoir alarm never sounded. It was reported that the patient had a refill, and the next day the patient didn¿t feel well. Two days after the refill the patient had pain in the stomach where the pump and tubing were. The patient couldn't urinate, began sweating, had hot/cold sweats, vomited, passed out for 8 hours, felt drunk/confused, and slept until monday. The patient thinks that they were overdosed. The patient reported their issue to their doctor and their doctor took offense about the issue. The patient reported that the doctor seems to have a hard time doing refills. The patient reported feeling poking, and the doctor told the patient a home nurse will doing the refills from now on. The patient's next refill is (B)(6). No further complications were anticipated/reported.